Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure to treat a pelvic congestion using ruby coils. During the procedure, a ruby coil would not advance through a lantern delivery microcatheter (lantern); therefore, the ruby coil was removed. The procedure was completed using other coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was sent out for return; however, has not been received by the manufacturer. Therefore, without the return of the device, the root cause of the problem cannot be determined.